Event description:
The consumer stated she inserted a tampon and when she removed the tampon part of the plastic applicator stayed inside her body.

Manufacturer narrative:
Device history record could not be reviewed as a lot code was not provided. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.